Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menometrorrhagia') in an elderly female patient who had essure (ess205) (batch no. 12230038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), dysmenorrhoea ("painful periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, rash, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2003, 2004. The lot number reported (12230038) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Endometrial ablation added as a surgery for event menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menomethrorrhagia') in an elderly female patient who had essure (ess205) (batch no. 12230038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, rash, dysmenorrhoea, abdominal pain, female sexual dysfunction, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2003, 2004. The lot number reported (12230038) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, bladder disorder & urinary tract disorder, migraine, nausea, fatigue were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an elderly female patient who had essure (ess205) (batch no. 12230038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menomethrorrhagia"), rash ("rash"), dysmenorrhoea ("painful periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2003, 2004. Most recent follow-up information incorporated above includes: on 26-may-2020: pif received. Lot number and dob were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menomethrorrhagia') in an elderly female patient who had essure (ess205) (batch no. 12230038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), dysmenorrhoea ("painful periods"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, rash, dysmenorrhoea, abdominal pain, female sexual dysfunction, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2003, 2004. The lot number reported (12230038) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an elderly female patient who had essure (ess205) (batch no. 12230038-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menomethrorrhagia"), rash ("rash"), dysmenorrhoea ("painful periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endometrial ablation, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menometrorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2003, 2004. The lot number reported (12230038) is invalid. Most recent follow-up information incorporated above includes: on 16-jun-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), dysmenorrhoea ("painful periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2005. At the time of the report, the pelvic pain, rash, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain and rash to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.